Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The service rep re-seated a loose video pin in the lemo connector. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system would not x-ray. No pt injury was reported.